Event description:
On (B)(4) 2013 it was reported that the physician's handheld would not hold a charge long enough. The physician was frustrated that he has to press certain buttons to brighten the screen, otherwise it is very dim although still readable. It was reported that the hhd is left plugged in all the time when it is not in use, however, when it is brought to the clinic for use, the battery does not last nearly long enough. The screen is usually very dim and the nurse or the physician has to continuously brighten it. No abnormalities were observed with the ac adaptor cable. On (B)(4) 2013 it was stated that the handheld appears to be about 98% charged, however the screen is dim. The handheld has been plugged in two different outlets and is kept plugged in daily. The nurse mentioned that the hhd was too old and that it is no longer capable of holding a charge. She also confirmed that the hhd was able to power on when unplugged from the wall but the battery would not last even though it sits charging almost the whole day. Regarding the dimmed screen, the nurse stated that she can still read everything on the screen and that the hhd was functioning fine but she would like the screen to be a bit brighter to make things easier to read. The nurse went through the steps to brighten the screen, but she did not see the screen getting any brighter. The nurse then tried to dim the screen in case she was already at the brightest setting possible but the handheld would not dim either. A hard reset was then performed but the nurse stated that she was still unable to see a difference in the screen brightness. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution. The handheld and flashcard were returned to the manufacturer on (B)(4) 2013 for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(4) 2013 product analysis was completed on the handheld and flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The handheld was received with a main battery charge of 40%. During the analysis, no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.